Event description:
Adverse event(s): "none reported" (no consequences or impact to patient). Product problem(s): "lint in pak" (foreign material present in device). A customer reports they are having a lint issue in the paks. It is thought to be coming from the drape and gown.

Manufacturer narrative:
No samples were returned for evaluation by the manufacturing facility. Without a sample, root cause could not be identified. A lot number was also not provided, so the device history record and lot history could not be reviewed, however, the customer's complaint history was review for the prior year and this is the first event reported regarding this issue for this facility. (B)(4).